Event description:
It was alleged that the cot missed the safety hook while unloading a patient due to the cot shifting while pulling it out of the ambulance. There were 2 emt's on site and neither one noticed the cot shift until the cot hit the bumper of the ambulance. It was alleged that the patient was injured, however details of the alleged injury were not provided.